Manufacturer narrative:
This is a combined initial/final report. The leica m525 f40 complies with all applicable norms and regulations including requirements for stability and to prevent tilting. Using the m525 f40 improperly during transport and positioning, i.e. Other than required by the warnings on the device and other than described in the instructions for use, can have an adverse effect on the stability of the device. In extreme cases, improper use during transport and positioning can cause tilting of the m525 f40. Root cause is due to inadequate user handling.

Event description:
Leica microsystems ((B)(4)) received a complaint from (B)(6) stating that microscope and optics toppled and fell to the floor whilst being moved into position during surgery in theatre. Neither patient nor surgery staff were injured during incident.